Event description:
The customer reported that a pt went into undetected cardiac arrest and had expired prior to staff discovering pt's condition. The telemetry monitors, with power supply reset switches, were tripped by a power loss in the community.